Manufacturer narrative:
This is a supplemental report to provide additional information. On oct 31, 2019, the following information was provided. The subject device was not replaced in the procedure. By restarting the subject device, the device worked normally. The procedure was completed with the subject device. Due to the additional information, there was no malfunction that might cause or contribute to a death or serious injury.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic surgery, the subject device was used. There was no image display and the operation was terminated. After the inspection, the electrical interface was not in good contact and needed to be repaired and replaced. There was no patient injury reported. No further information was provided.